Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was stuck in standby. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Testing of actual/suspected device (10/3233) a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The initial investigation showed the unit auto fills and comes out of standby with a patient simulator and 40 cc balloon. The fse could not duplicate the unit being stuck in standby. The unit passes all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer for use. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was stuck in standby. It is unknown the circumstances under which the event occurred however no patient harm was indicated and there was no adverse event reported.

Event description:
N/a.